Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated a p-wave amplitude measurement issue. Concomitant products: product ID: d314trg, ICD, implanted: (B)(6) 2012. Product ID: 419388, lead, implanted: (B)(6) 2006. Product ID: 6937a58, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient experienced a fast episode, which was determined to be fine ventricular fibrillation. The patient required an external shock to rescue after multiple full-energy defibrillation attempts by the device failed to convert the patient's arrhythmia. Nine days later, a lead integrity alert for the right ventricular (rv) lead triggered due to an elevated sensing integrity counter and recorded episodes of non-sustained ventricular tachycardia. The device and rv lead remain in use. Approximately two weeks later still, it was further reported that "p waves were small" for the right atrial (ra) lead. The ra lead's sensitivity was reprogrammed, and the lead remains in use. No further patient complications have been reported as a result of this event.